Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device explanted.

Event description:
Healthcare professional additionally reported "particles in valve."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, yellow biological tissue in the shell, an opening on radius, and brown particles in valve. Leak test and microscopic analysis was performed which identified: a crease sharp opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening. Observed brown particles in fill channel (valve), however, is not consider as workmanship due to the device was not received in the original sealed packaging.